Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 74mg/dl, 328mg/dl. Tests were done within less than 10 minutes with a difference of 112%. Patient did not experience any adverse events. No further information has been reported. Note - customer's control solution and test strips have been opened for more than 3 months.